Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced persistent stoma site redness with pain with brown discharge. The patient visited a gastroenterologist who prescribed unspecified antibiotic therapy. It was reported that the patient discontinued the antibiotic after 5 days due to diarrhea. At the time of report, the stoma site discharge continued and the treating physician has been informed.